Event description:
Mfg received uf report on 6/27/06 related to a malfunction of he401 instrument during use leading to a single event requiring intervention. Mfg contact with user resulted in description of the following etiology: while monitoring heparin levels via act tests every 30 minutes during cerebral embolization procedure, user noted tube stopped turning in instrument approx. 3 hours into procedure leading to a 900 second clotting time. Test was repeated with same results. User then performed test with he jr instrument and based on result, concluded heparin level was high and administered protamine. User reported outcome of procedure was successful with no pt impairment.

Manufacturer narrative:
User correctly followed instructions for use by confirmation of results with alternate test system. Mfg originally contacted by site biomed on 6/12/06 reporting instrument in need of repair without noting a malfunction leading to intervention. Instrument received and evaluated on 6/19/06. Mfg historical records reveal instrument MFR in 1997 and returned for routine repair in 2003 which was successfully performed. Current eval indicated excessive wear of internal part, consistent with the significant increase in usage reported by the user over past 6 months. Mfg & user reviewed potential need for enhanced instrument review procedures in light of increased usage. Mfg contacted initial reporter and user by telephone and provided above info and informed same that copy of mfg FDA 3500a report will be forwarded.